Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was not confirmed was the issue was not reproduced. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the e315 error message was not confirmed. Evaluation did find there was a gap at the adhesive part of the bending section cover, the scope cover unit was polluted, the distal end was scratched, the objective lens was scratched and the scope had water ingress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was an e315 scope communication error on the evis lucera elite colonovideoscope. The issue was identified during preparation for use and there was no procedural delay. The intended procedure was diagnostic and was completed with a similar device without problem. No patient harm was reported.